Event description:
Pt placed on apheresis (blood process that removes pt's plasma and administers new plasma). 51 minutes after epheresis started procedure was stopped because of problems with the flow of plasma. "Slow". Process typically takes about an hour. After apheresis stopped, pt arrested and was resuscitated. On examination of tubing pack, one section (that eds the non plasma) looked like pl1 tubing - which is only 1/2 the diameter of the tpe tubing pack labeled.